Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 09 december 2021, senseonics was made aware of an incident where user received low readings with her sensor (false hypoglycemia) due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the analysis, the sensor performance deviated from normal behavior and as a result the system displayed temporary mismatch between the sensor readings and fingerstick measurements. However, the user reported the system performance was improving following the reported events and the user decided to continue using the system. During the reported events, the system had incorrectly asserted the hypo alerts due to the temporary shift in the optical channel. The current data is displaying better accuracy and there is good agreement between the sensor readings and fingerstick measurements. As per notes, user wasn't symptomatic and didn't seek medical treatment because her bg value was normal. Device evaluated by manufacturer? Yes. Investigation findings updated to 114. Investigation conclusions updated to 4315.